Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a water vapor therapy procedure on (B)(6)2023 under general anesthesia. One injection was performed in the right and left lobes, and two injections were performed in the middle lobe without any bleeding. A storz cystoscope was used during the procedure, and the procedure lasted 7 minutes. The procedure was completed without any device issues or patient complications. The patient was discharged from the hospital two days after the procedure with a catheter. The catheter was the removed on (B)(6) 2023. On (B)(6) 2023, the patient presented with minor lower urinary tract symptoms (luts) and minor dysuria. No treatment was performed at that time. On (B)(6) 2023, at the first follow-up appointment, it was confirmed that the patient continued to have luts. The patient did not undergo any treatment to address the luts and dysuria. Both the luts and dysuria are now in remission.

Event description:
It was reported that the patient underwent a water vapor therapy procedure on (B)(6) 2023 under general anesthesia. One injection was performed in the right and left lobes, and two injections were performed in the middle lobe without any bleeding. A storz cystoscope was used during the procedure, and the procedure lasted 7 minutes. The procedure was completed without any device issues or patient complications. The patient was discharged from the hospital two days after the procedure with a catheter. The catheter was the removed on (B)(6) 2023. On (B)(6) 2023, the patient presented with minor lower urinary tract symptoms (luts) and minor dysuria. No treatment was performed at that time. On (B)(6) 2023, at the first follow-up appointment, it was confirmed that the patient continued to have luts. The patient did not undergo any treatment to address the luts and dysuria. Both the luts and dysuria are now in remission.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.